Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient was admitted due to a syncope episode. A chest CT revealed a 2.5 centimeter abscess immediately adjacent and inferior to the medial right clavicle with associated osteomyelitis. The patient was taken to the operating room and no pus was found. No evidence of malignancy on pathology. Eventually grew staphylococcus epidermidis and propionibacterium acnes. The patient was treated with a chronic dose of oral doxycycline of 100mg twice daily. No further information was provided.